Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result above the ami cut-off generated by the access 2 immunoassay system for one patient sample. Upon repeat on this and on a different instrument the results were in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3,500 rpm for 7 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed hardware protocol and all verification testing met published specifications. Per fse, no hardware issues were noted that would have contributed to this event. No clear root cause could be determined for this event.